Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided. The customer has refused service at this time.